Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter and a high level control. Testing results: qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The test strips were requested for further investigation. Relevant retention test strips (lot 378855) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek pro ii compared to an unknown laboratory method. The result from the meter was 6.9 inr. The laboratory result was 4.94 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer's treatment was not modified.